Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 2.4, 2.4; date: (B)(6) 2011; inratio: 5.1; date: (B)(6) 2011; 1.6; date: (B)(6) 2011; inratio: 4.1. On (B)(6) 2011, pt stopped coumadin dose. On (B)(6) 2011, pt increased coumadin by twice the dosage amount. Pt has been using the meter for over a year and has been adjusting coumadin dose on his own without contacting his physician.